Event description:
The customer reported that while en route to a call, they powered the unit on in the vehicle and found that only the charge, sync, and pacer buttons lit up. The unit would not respond and could not operate. The unit tested fine earlier that day. The unit problem did not affect pt outcome. Users had not yet arrived at the pt location. Later during testing of the unit, the operator reported that when the unit was turned on, the screen was blank except for a blinking light at the charge and sync buttons.